Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to report number 3005099803-2024-05087 for the exalt model d controller. It was reported to boston scientific corporation that an exalt model d scope was used with an exalt model d controller during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. An hour into the procedure, the image was lost, and a loading screen appeared. The procedure was completed with another exalt d scope. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (device codes): problem code a06 captures the reportable event of loss of visualization inside the patient.